Event description:
The customer reported the unit was defective upon arrival. There was no report of patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Customer evaluated device.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. The UDI number for this device is (B)(4).